Event description:
It was reported on (B)(6) 2012 that the patient had a full revision surgery on that day due to high impedance. X-rays were taken for this patient and the physician first thought that the high impedance was due to a pin not being fully inserted, which was not reported to the manufacturer at that time. In surgery on (B)(6) 2012 the top lead pin was re-inserted but the high impedance was still present and the surgeon proceeded with a full revision. The surgeon also reported that there was a blackened area on the lead. It was reported that a copy of the x-rays is not available to be sent to the manufacturer for review. The explanted lead was received by the manufacturer on (B)(6) 2012 for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the explanted lead. During the visual analysis the (+) white electrode quadfilar coil appeared to be broken approximately 4mm and 5mm from the distal end of the anchor tether. Scanning electron microscopy was performed and identified the area as having extensive pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing sodium, phosphorus, sulphur and calcium. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the marked connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. It was reported that high impedance had been first observed on (B)(6) 2012. The patient has learning disabilities and has restricted movement as a result. The patient also does not really talk and patient manipulation/trauma was not thought to be an issue.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury. Date of event; corrected data: additional information was received which changes the date of the event that was reported on the initial report.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.